Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis. The customer also had his toes amputated. Troubleshooting was performed, and the time and date were not programmed correctly. The basal were correct, but the customer feels that they are not being delivered. The customer did not want to correct the time and dates. The customer stated that his blood glucose levels went high due to not having enough supplies, but also felt that the insulin pump was not delivering insulin accurately. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.